Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there have been several occurrences over the last month where the valved trocars have been leaking during vitreoretinal procedures. There has been no patient impact. Additional information and product samples have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
The five returned samples were inspected and were determined to be visually conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned samples were found to be conforming and no lot information is available, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).